Event description:
The extension cable on a viking m next to the control box appeared black and burnt due to a short in the cable.

Manufacturer narrative:
The service tech replaced the extension cable to repair the lift.